Event description:
It was reported that patient stated 25% of the intermittent catheter order was twisted and they could not use them. Per customer via phone on 07feb2025, it was reported that the catheters that they received looked as though they were stuffed in the box all wrong. Lot # jujt0862 ref# 50614. They were now using ref# 50814g and liked that one better. They were not having any issues at this time.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated 25% of the intermittent catheter order was twisted and they could not use them. Per customer via phone on 07feb2025, it was reported that the catheters that they received looked as though they were stuffed in the box all wrong. Lot # jujt0862 ref# 50614. They were now using ref# 50814g and liked that one better. They were not having any issues at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.